Event description:
A pt presented with a reaction described as blisters at the surgical wound site following orthopardic procedure six years ago. It is assumed that antibiotics were prescribed to address the symptoms.